Event description:
It was reported that non-sustained right ventricular (rv) over-sensing was detected on a remote transmission. Review of electrogram (egm) shows a potential slow ventricular tachycardia (vt) causing functional under-sensing. No further information was reported.